Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as surgical impact opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Additional observations: stress marks observed, wear abrasion observed.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.